Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify the missing segments/partial display due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of the insulin pump was solid white. The customer¿s blood glucose level was 90 mg/dl. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.